Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were several episodes of non-sustained ventricular fibrillation due to noise and oversensing on the right ventricular (rv) lead. All other electrical parameters were stable and in range. The patient was admitted to the hospital and a replacement procedure is anticipated. The patient was stable.